Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. The local area sales representative was contacted for additional information. However, no further information is available. If information is provided in the future, a supplemental report will be issued. Additional information: local representative informed that this lv lead was an attempted implant due to patient's anatomy. The physician could not place the lv lead into the target vein. Subsequently, this lv lead was discarded. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported.